Event description:
Maude report (B)(4) submitted by a patient states that he/she underwent revision of their right hip in 2011 due to metal-on-metal breakdown, high levels of cobalt (60.3) and chromium (34.1), and metalosis, and after the revision was still in extreme pain. MRI showed a pocket of fluid. Patient was revised again in 2012 and found to be infected.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for the known product/lot combinations did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a complaint database search was not possible for the remaining products as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.